Event description:
It was reported that during a lap cholecystectomy procedure, after loading the first clip, this one did not completely close and remained open. After loading another one, the clips slowly proceeded in the jaw and when fired it fell open in the pt's abdomen. The clips were recovered from the pt. No adverse pt consequences.

Manufacturer narrative:
Date sent: 08/13/2008. Info anticipated, but unavailable at this time.